Event description:
Customer reported a past event of low blood glucose, with the lowest level reaching 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, paramedics were called but they monitored customer until bg levels were back in range and did not provide any sort of assistance. Customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, and the case remained open until pump data could be uploaded.